Event description:
Pt had a bravo procedure done. Pt dropped off receiver four days later. Rn downloaded the information and found it was from another pt. At time of procedure, the receiver was correctlty calibrated; as it was shown reading the correct capsule. The device was returned to medtronic. Pt will have to have another capsule placed.